Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads, (B)(6) 2013; 8637 implantable neuro pump, (B)(6) 2010; 8709sc implantable catheter, (B)(6) 2010. (B)(4).

Event description:
It was reported the patient has been experiencing tachycardia since the device was implanted. Patient stated they were seen by the physician and some "adjustments" were made to the device. The patient reported the changes that were made to the device have helped the tachycardia. Patient was later seen in the emergency department and rate response was programmed off. Since then, patient states heart rate is in the 60s with activity and they feel a "little weak" and "like dozing off". The device remains in use. No further patient complications have been reported as a result of this event.